Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 2/25/2021 device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during insertion. An iol tear was observed on the optic body before and after cleaning the lens; no additional defects were observed. Dc-device partially delivered could not be confirmed, because the lens was received outside/without a cartridge for evaluation. Dc-iol torn was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery.

Event description:
It was reported that the intraocular lens was torn. There was patient contact with front haptic, removed and replaced with back-up lens. Event was observed when inserting. There was no patient injury and no surgical or medical interventions. No further information provided.